Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an exploratory lap, the device jaws would not close on tissue which prevents firing the stapler. Replaced by another device to complete the case. There was no injury.